Event description:
It was reported that one day after implantation of an intraocular lens (iol) the patient experienced fibrin which led them to be diagnosed with toxic anterior segment syndrome (tass). The patient was referred to a retina specialist. Additional information has been requested, but not received.

Manufacturer narrative:
Investigation of this event is in progress. Recall of device is underway.

Manufacturer narrative:
Additional info: b3, b5, b6, g3, h2, h6, h11

Event description:
Additional information was received indicating the patient recovered.